Event description:
It was reported that the black shaft of the prograsp forceps instrument felt "splintery". This was determined during inventory and not during a procedure. No additional information has been provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of main tube has various long, narrow scrape marks. Material has been removed. The damage is not similar to that caused by a bent cannula.